Manufacturer narrative:
G4: 08jan2020. B4: (B)(6). The customer reported that the unit is failing extended self test (est) intermittently. The product support advised the customer to replace the 3 station solenoid. The customer informed product support that the facility has not ordered the part and it will probably be after the first of the year. The customer was contacted several times, but no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019.

Event description:
The customer reported a ventilator with an inhalation autozero solenoid cannot open alarm. There was no patient involvement.